Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that an upgrade to the main circuit boards in the system was required. The system interface, fluoro function, and generator interface circuit boards were replaced. With regard to the locking mechanism, the cross arm roller and the brake shaft were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 would not initialize reliably and that the c-arm locking mechanism was not functioned properly. There was no adverse patient involvement reported. There was no patient information reported.